Event description:
The user's facility's biomedical engineer (biomed) reported that during preventative maintenance (pm) of the device, the system 1 would not run on battery. The system died when the a/c power cord was disconnected from the wall supply. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
The reported complaint was confirmed by the field service rep (fsr). While the fsr was performing a battery notice of field change (nfc) and replacing batteries, he discovered the system 1 was found to have a defective power manager board. The fsr removed the power manager board, replaced it with a new board, replaced the batteries and the unit operated to MFR specifications and was returned to clinical use. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.